Event description:
It is reported that after the shell was impacted, the surgeon attempted to unscrew the trilogy cup impactor from the shell. After several attempts, the cup would not disengage. The cup was removed from the pelvis. The acetabulum was reamed up to a 60 and a 62 cluster hole cup was inserted.

Manufacturer narrative:
Evaluation summary: the lot number of the inserter used to impact the shell is unk. The condition of the impactor bolt at the time it was threaded into the shell is unk. It is unk whether the surgical technique for the continuum shell was followed which states "do not lever on the shell or the cup inserter to reposition the implant, as damage may occur to the threads or inner diameter of the shell". Given the information provided and the analysis performed, a definitive cause for the experience of not being able to unthread the inserter from the shell cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. Further the anti-rotation feature was checked and was found to be conforming. No visible damage could be found on the cup mating features including the threads. The cup was installed and removed from a trilogy cup inserter without issue.